Event description:
Wheel mounts on frame on the bottom of the system has broken loose and the system became unusable. The system did not tip over. No patient was involved in this incident, therefore there was no patient injury.